Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported, a system message displayed during the case. The system was switched out to complete the case. The customer used another line to maintain the eye pressure for a short time. Additional info received stated, the event occurred during vitrectomy. The system was rebooted, but the system message would not clear. The infusion cannula was clamped with a line in order to maintain the iop. The system was switched out to complete the procedure. The delay was only a few minutes. No pt injury was reported.